Event description:
During an expected box change, a foreign piece of plastic was observed in the device pocket. The plastic was removed and the device exchange procedure was completed to resolve the event. The patient experienced no adverse consequences.

Manufacturer narrative:
The reported event of contamination was not confirmed. A visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and revealed to be normal.